Manufacturer narrative:
G4:16dec2020. B4:17dec2020. Customer called complaining of non working unit when powered "on", confirmed unit not passing the power on self-test (post), instead comes up with dark graphical user interface (gui) with an amber/yellow error code consistent with 24 volt failure at the upper right corner. The customer confirmed replacing the power supply with harness resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30aug2020.

Event description:
The customer reported error code consistent with power on self test (post) timer/24 voltage (v) failure when trying to power up, the device does not power up. The customer indicated the power supply part was ordered on (B)(6) and then replaced on (B)(6). When you power on, the restart alarm comes during powering on. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.